Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt was admitted for syncope (fainting) episodes at home. While in the hospital, the pt had multiple pump stoppages and red heart alarms. The pt was reportedly symptomatic (passing out) and nurses performed a few chest compressions. The manufacturer's clinical representative recommended to place the pt on battery power and to submit the pt's log file data, waveforms and x-rays to the MFR for analysis. Log file data submitted to the MFR for analysis revealed numerous low speed hazard and motor stopped alarms. The user facility report # (B)(4) received from the intermacs registry stated that the pt presented to the dizziness, nausea and vomiting, left shoulder pain and loss of consciousness. The pt had reportedly exchanged the system controller when the first red heart alarm occurred. Pt was admitted and taken to the operating room on (B)(6) 2012 for a change out of the lvad. Pt reportedly stable to-date. Note: the implanted date (of the user facility report) has (B)(6) 2012. The date the pt was implanted (per the manufacturer's device tracking records) is (B)(6) 2011.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.